Event description:
It was reported that during an unknown procedure, the device only partially ejected staples on the back part of the reload. The vessel was not occluded at all by the staples. It was reported as to how the procedure was completed. No adverse consequences reported.

Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. The analysis results found that the ats45 device was received with the closing mechanism damaged and with a reload loaded in the device. The reload was received fully loaded with staples. No functional test could be performed with the device. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. The returned reload was loaded into a test device and it fired, cut and formed all the staples as intended. Although no conclusion could be reached on how the device got damaged with the information provided, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B) (4). A batch record review was performed and no anomalies were found during the manufacturing process.